Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a cystgastrostomy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the axios device was inserted into the working channel, the catheter lock was tightened and "step 1" of deployment was attempted to be performed; however, the axios catheter was unable to advance. The stent was removed from the scope fully covered by the outer sheath and the outer sheath was noted to be detached from the device. The procedure was not completed because the same device was unavailable. Reportedly, on (B)(6) 2021, a second procedure for axios implantation was successfully performed. There were no patient complications as a result of this event. A photo of the device provided by the complainant after the procedure showed the sheath was detached and twisted. Note: according to the complainant, the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."